Event description:
Per the clinic, the patient was treated for pain at the implant site with occipital nerve block injections on (B)(6) 2012 and again on (B)(6) 2012. As of the date of this report, (B)(6) 2012, the treatment has not resolved the pain. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.